Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's implantable cardioverter defibrillator was unexpectedly in back-up operation. An audible patient notification was received. The device was restored to its original parameters. There were no patient consequences.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's implantable cardioverter defibrillator was unexpectedly in back-up operation. The patient indicated they were externally defibrillated prior to this finding, but the reason was unknown. An audible patient notification was received. The device was restored to its original parameters. There were no patient consequences.

Event description:
New information received notes that there was no indication that the patient received external defibrillation. It was reported that the patient received vibratory alerts from their implantable cardioverter defibrillator upon going into backup. The cause of backup was unknown.